Event description:
It was reported the patient received an angio-seal following a percutaneous coronary intervention (pci) and a femoral angiogram. The patient was discharged from the hospital the same day. A few days later, the patient flew to another country. Approximately seven to ten days later, the patient complained of ipsilateral lower extremity swelling. An ultrasound was performed for evaluation of deep vein thrombosis (dvt). Based on the ultrasound findings, surgery was performed for an inferior vena cava (ivc) filter placement; however, dvt was ruled out during surgery. The surgical report revealed extensive inflammatory changes to the soft tissues and vasculature. Femoral vein stenosis was seen inter-operatively adjacent to the femoral artery and the angio-seal components. Surgical findings also revealed the angio-seal was located on the medial aspect of the artery. The site of the excision was repaired with a bovine patch and the vein was repaired. There was no evidence of the angio-seal impeding venous blood flow. Three days later, the patient was diagnosed with spontaneous retroperitoneal bleeding. Surgical intervention was performed; however, the bleeding site was unknown. Reportedly, the patient was recovering.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to co, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.